Manufacturer narrative:
The device was received not deployed. The download data shows that the device generated an 0xd6 alarm, indicating a low voltage detection by the qn3000, before priming causing the device to not deploy. No damages or deficiencies were observed that would cause this alarm to generate. Inspection of the needle mechanism found no damages or deficiencies that would cause the device to not deploy. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. The ratchet gear was manually rotated and the needle deployed with no issues observed. The exact cause of this alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.